Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Device evaluation: the complaint product was returned in its original packaging. The plunger was in a fully advanced position. The device was disassembled in the cartridge area. A small amount of lubricating material residue was observed in the device. One of the haptic was stuck at the cartridge tip. The other haptic detached and a half of lens were received out of the device and wrapped in a gauze. The reports issues were verified; however, due to the condition of the sample returned possible to determine that the reported issue is related to the manufacturing process. Based on the analysis, product quality deficiency could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) trailing haptic got stuck inside the inserter and was unable to insert the lens completely. There was patient contact with both haptic and optic with eye. The reported event was observed during inserting into the eye. No adverse effect, injury or surgical intervention required. A backup lens was used to successfully complete the procedure. Patient is doing ok post-op. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.